Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the subject device was leaking. The issue occurred during an unspecified procedure. There were no reports of patient or user harm associated with this event.